Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at the start of a case. The perseus a500 posted a system failure message. The user manually ventilated the patient until they could switch the machine out. There was no patient injury reported.

Manufacturer narrative:
A draeger service engineer was dispatched who checked the device on-site and was not able to reproduce any kind of system failure. The engineer was able to obtain the information that a leak test was performed after replacing the patient circuit and co2 clic absorber canister just before the case began. The device reportedly came back in non-functional state after running through this leak. The engineer performed some leak tests as well as two entire system tests. These tests included the new absorber canister involved in the event as well as the one previously fitted to the workstation. All tests were passed and the device was returned to use. A log file evaluation carried out by the manufacturer confirms the user's report and the expertise obtained on-site: the system test in the morning of the date of event was passed w/o deviations. Other procedures were performed that day before the event occurred; all these went well w/o noticeable problems. Prior to start of the concerned procedure, a leak test was started whereby a significant circuit leak was detected and indicated to the user. The test was repeated multiple times with the same result. No indications for a technical root cause were found i.e. No error codes were recorded that would point to technical problems with the device itself. Draeger finally concludes that there is no issue with the device that would require repair or correction. The most likely explanation is that the new co2 absorber canister introduced just before the leak test failed was not properly seated leading to a leakage. The safety concept worked as intended - the user performed the leak test and was made aware that the device was in non-functional state.

Event description:
Please refer to initial MFR. Report #9611500-2018-00271.